Event description:
The customer reported via phone call that their insulin pump would shut off. Customer has tried a new battery cap and new batteries, but the issue persisted. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump powered up properly after battery installation, the operating currents are within specifications and no off no power without low battery indicator noted. However, the insulin pump was received with minor scratches on lcd window and cracked case at the display window corners.